Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. According to the report, the patient¿s aneurysm was mycotic, arising from a pre-existing bacterial infection of the arterial wall. On (B)(6) 2015, the patient presented emergently to the facility with abdominal pain. An ultrasound reportedly revealed expansion of proximal infrarenal neck, and expansion of left common iliac artery distal to the implanted graft. No endoleak was noted, but a loss of apposition was seen distally on the left (ipsilateral) side. On the same day, the patient was implanted with two 23mm x 3.3cm aortic extender components proximally, and a 12mm x 10cm contralateral leg component distally into the left external iliac. The aneurysm was successfully excluded both proximally and distally, and the patient tolerated the procedure. The physician attributed the vessel dilatation to the mycotic nature of the aneurysm.

Manufacturer narrative:
Patient medications include albuterol, clonazepam, doxycycline, ferrous sulfate, combivent, mirtazapine, and pantoprazole. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in patients with mycotic aneurysms.